Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On unknown date, surgery for idiopathic scoliosis (type 5) was performed using the expedium system. The fixed area was t10 ¿ l3. A couple of months after the surgery, corrective force was significantly lost and the patient had a lower back pain. The surgeon judged that loss of the corrective force was due to loosening of the set screws. On (B)(6) 2017, re-operation was performed where it was confirmed that five (5) set screws were loosened and two (2) set screws were dislocated. (Please see attached photo, which is just for illustration purpose.) The surgeon took the following procedures during the surgery. - corrected the fixed area again. - replaced the seven (7) set screws (part#: 179702000, lot#: unk) with new ones. - reinforced the area of a possible risk of loosening the re-operation was successfully completed without any delay. The surgeon experienced this sort of event for the first time, so he would like to know about our opinion based on in-depth investigation.

Manufacturer narrative:
Visual examination of the returned device found irregular witness marks. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the set screws loosening could not be determined by the sample or information provided. A potential root cause may be the set screws not being correctly tightened down onto the rod as a result of an out of specification torque wrench used during surgery. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.